Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No cleaning, sterilization and disinfection information was available from the site. During device evaluation at olympus, it was found the distal end insulation test failed, the bending angle did not meet specification, the light guide lens was chipped, and the angle knobs were not locking correctly. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination after a diagnostic and therapeutic colonoscopy procedure. The procedure was completed with no delay. The scope was used according to the manual. There was no reported patient harm or impact due to this event.